Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Device evaluation: customer report of pannus, stenosis and regurgitation were confirmed through observed host tissue overgrowth. Moderate to heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 3 on the inflow aspect and 11mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow aspect and minimal on the outflow aspect. Host tissue fused leaflets 1 and 3 by approximately 7mm at commissure 1 and leaflets 2 and 3 by approximately 9mm at commissure 3 on the outflow aspect. Host tissue also fused leaflets 1 and 2 by approximately 2mm at commissure 2 on the inflow aspect. Host tissue restricted leaflet mobility and led to stenosis. The free margins of leaflets 2 and 3 were rolled toward the outflow aspect due to host tissue overgrowth and created a gap in the central coaptation region. X-ray demonstrated moderate calcification on the free margins of leaflets 1 and 3, minimal calcification on leaflet 2, and wireform intact. A suture pledget remained attached to the sewing ring near commissure 3 and multiple sutures also remained attached to the sewing ring around the valve. Wireform was exposed around leaflet 2 on the outflow aspect.

Manufacturer narrative:
(B)(4). The device was returned to edwards for evaluation. Evaluation is in progress. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Based on the information received the cause of the event cannot be determined. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards received notification that this 31 mm valve in mitral position was explanted after an implant duration of approximately 4 years and 2 months due to pannus leading to stenosis and regurgitation. The device was replaced with a 31 mm non-edwards mechanical valve. Patient outcome was noted to be excellent.